Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Implantable pacing lead.

Event description:
It was reported that the atrial lead was ¿dysfunctional¿. The lead shows noise 60% of the time which can easily be duplicated with isometrics and the lead impedance has decreased. The ventricular lead also shows some noise at times. Both leads remain in use. No patient complications have been reported as a result of this event.